Event description:
The customer reported a creatine kinase-mb (ck-mb) reagent pack was loaded on the reagent carousel, but it did not display on the instrument user interface (ui) inventory screen involving access 2 immunoassay system. Through troubleshooting, it was discovered the customer incorrectly loaded the ck-mb reagent into a different slot on the carousel. Beckman coulter customer technical support (cts) assisted the customer with removing the incorrectly loaded reagent pack and noted it was not punctured. The customer confirmed patient results were not impacted. There was no patient consequence or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone and did not question system performance. (B)(4).